Event description:
It was reported that device detachment occurred. The target lesion was located in the severely calcified mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the protector sheath fractured. There were no patient complications reported and the patient condition was stable. The procedure was not completed due to this event.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device detachment occurred. The target lesion was located in the severely calcified mid left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the protector sheath fractured. There were no patient complications reported and the patient condition was stable. The procedure was not completed due to this event.